Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and the sensor failed per specifications. Also, found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 600 mg/dl and their sensor glucose read 98 mg/dl. The customer also reported receiving bent cannulas on their sensors. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.